Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and functional tests were performed following bwi procedures. Visual analysis revealed that there was a hole in the pebax and a reddish material was also observed inside the pebax was also observed. The damage could be related to excessive force or manipulation, but this cannot be conclusively determined. The root cause of the hole remains unknown. Also, a deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The pebax damaged was not originally reported by the customer, and its exact time of occurrence cannot be determined. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: tube (g04134) were selected as related to the hole in the pebax identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) / component code: sleeve (g04115) were selected as related to the customer's reported deflection issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was reported that the locking mechanism on the catheter wasn't working correctly. The caller reported that the physician stated that the catheter was very difficult to maneuver. The procedure continued without replacing the catheter. There was no patient consequence. The customer¿s reported deflection issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found a reddish material inside the pebax and a hole in the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.